Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with foam electrodes. The customer reports that a telemetry pt was taken to scanner for a mra/MRI of the head. The cables and telebox were removed and cardiac electrodes were in place below the neck areas. The sequence and field test were done. Upon the first two minutes of the test, the pt called out to the tech through the open microphone. The pt stated pain in the upper right chest area and the electrodes were all removed. There was redness in the area of concern and the area was treated and covered with a dressing. However, the pt developed a third-degree burn two days later, requiring surgical intervention to prevent infection and removal of skin debris. The customer further reports that it was policy of the radiology department to keep the electrodes on the pt if the test encompasses an above the neck test. The electrodes were not in the field of testing. The pt was discharged to rehab because he had other medical issues.

Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.